Event description:
It was reported that a patient had a device explanted on (B)(6)-2012. The reporter stated that there were no symptoms related to the situation and no troubleshooting was done. No patient outcome was reported. Additional information has been requested but was not available as of the date of this report. See MFR report # 3004209178-2012-08383 it was unclear if the same device system was described in both reports.

Event description:
Additional information received reported that the entire paddle lead could not be removed during an initial explant on (B)(6) 2012. The reporter stated that the rest of the lead was removed on (B)(6) 2012. Due to the earlier reported explant date of (B)(6) 2012, it was unclear which date was correct. The explant on (B)(6) 2012 was described in MFR report # 3004209178-2012-08383. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).